Event description:
I had a breast augmentation (B)(6) 2015 and within six months started having so many terrible issues. I thought I was just sick at first. It started with allergy symptoms, shortness of breath, brain fog, extreme fatigue that was persistent. When I hit (B)(6) 2016 I felt like something was going on. I had my hormones checked. My skin started to get so dry along with my mouth, eyes, vagina and hair. I couldn't conceive. I was so depressed and started gaining weight. Rashes, hives, muscle twitches, stiffness, neck pain and a ringing in my ears that would not stop had me barely to get out of bed. In 2017 I started felling like I had to pee all the time, there was so much inflammation in my body. I saw a doctor multiple times thinking I had cancer or a serious problem. I swear it felt like someone was stabbing my bladder or it was on fire. My back hurt, my boobs felt like they had pressure and were going to explode. I went to the hospital to find out again I have another yeast infection. I continued feeling miserable barely able to hold down a job. My doctor decided to do more test blood work to discover abnormal red and white cell counts, a positive ana and with further test diagnosed with lupus and sjogren's, and being treated for hormone issues. I decided at this point I was going to die. I researched and thought about things and decided to remove my implants (B)(6) 2018. Wow, bingo... The implants were killing me. I can breathe, lost the inflammation weight, the pain is slowly disappearing. The brain fog, twitches, fatigue, hair loss, bladder pain, depression are all going away. I¿m still stuck with these autoimmune diseases, but the difference in the way I feel and pictures say a thousand words. I really hope these implants are banned soon. Sientra silicone textured implants. I¿m going to keep fighting to get better.